Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited an elevated and sudden rise in thresholds. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.